Event description:
It was reported that during the superion indirect decompression system implant procedure after successfully placing the first spacer implant while attempting to place the second implant the patient coded. The patient was revived and doing great postoperatively. The physician assessed that the event was not device related as the patient had preexisting medical conditions that caused it along with complications from the anesthesia.